Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 07-dec-2017 from the health care professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after unknown latency the patient was unable to walk, had nausea, fatigue, severe knee pain and knee swelling. Also device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On (B)(6)-2017, the patient received treatment with intra-articular synvisc one injection, at the 6 ml single injection (indication: not reported; lot number: 7rsl021 and expiration date: 31-may-2020). On an unknown date in 2017, unknown latency of receiving the injection the patient was unable to walk and had severe pain and knee swelling. Patient reported nausea and fatigue (latency: unknown). Patient came in to be seen with a cane. Corrective treatment: cane user for unable to walk; not reported for rest except device malfunction outcome: not recovered for all events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criterion: disability for unable to walk and device malfunction additional information was received on 07-dec-2017 and 08-jan-2018 (both the information was processed together with clock start date of 07-dec-2017). Additional event of device malfunction was added along with details. Global ptc number and results were added. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 7-dec-2017: this case concerns a female patient who has received treatment with synvisc one and was unable to walk. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
(B)(4). This unsolicited case from united states was received on (B)(6) 2017 from the health care professional. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after unknown latency the patient was unable to walk, had nausea, fatigue, severe knee pain and knee swelling. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at the 6 ml single injection (indication: not reported; lot number: 7rsl021 and expiration date: 31-may-2020). On an unknown date in 2017, unknown latency of receiving the injection the patient was unable to walk and had severe pain and knee swelling. Patient reported nausea and fatigue (latency: unknown). Patient came in to be seen with a cane. Corrective treatment: cane user for unable to walk; not reported for rest. Outcome: not recovered for all. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: disability for unable to walk. Pharmacovigilance comment: sanofi company comment dated 13-dec-2017: this case concerns a female patient who has received treatment with synvisc one and was unable to walk. The event is temporally related with the device and therefore causal relationship with device cannot be denied. However, lack of information regarding patient's underlying medical condition and relevant medical history makes the complete case assessment difficult.